Manufacturer narrative:
One half of an iol optic was received precluding diopter measurement. Batch records were reviewed and showed no deviations. Visual inspection of the present optic part took place and no optical deviations could be found. Diopter measurement records from this particular lens were verified and showed to be within specifications. This is in compliance with the labeled dioptric power 16.5 diopter of this lot number. A review of the historical complaint data base revealed that no other complaints from this lot number were received. As a result of our investigation and the patient's history of prior lasik surgery we do not suspect the lens was the cause of this adverse event. All information currently available is provided in this report.

Event description:
It was reported the multifocal intraocular lens was explanted 1 month after implant. Reason stated was the lens diopter was incorrect due to the patient's previous lasik on the eye. The lens was replaced with a higher diopter lens. No patient injury reported.